Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Avaulta anterior biosynthetic support system and uretex to2 urethral support system w/hook needle were reported to be used/implanted during this procedure. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2012-02205 and 1018233-2012-02203.

Manufacturer narrative:
(B)(4). Additional information from the importer report: report date: (B)(4) 2012, brand name: avaulta posterior biosynthetic support system, catalog #486020, (B)(6).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, pre-op diagnosis: symptomatic cystocele, symptomatic rectocele, and genuine stress urinary incontinence. Cystocele repair with mesh, rectocele repair with mesh, transobturator sling placement with mesh, and cystoscopy. Operative findings: cystocele and rectocele found to be grade 2, and urethral hypermobility.